Manufacturer narrative:
The reported events were lead dislodgement, loss of capture and sensing problems were not confirmed. As received a complete lead was returned in one piece. Electrical, mechanical, and visual analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r oversensing, under sensing, failure to capture and dislodgement confirmed via x-ray on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.